Event description:
Catheter sheared and lodged in the heart from left infusaport. Pt admitted for removal of catheter and replacement of catheter to right side per pt's request. No adverse outcome to pt. Removal was successful.